Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber model #0010-2400; lot #642a; serial #(B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure, three fibers failed due to "fiber burned out" and "fiber ran out of juice at the end" was reported. The procedure was completed using fourth fiber. Patient outcome: "no injury" was reported. This event is for first failed fiber.